Event description:
Pt implanted in both nasolabial folds and both oral commissures on 05/20/1998. Onset of wound drainage, implant extrusion and infection 05/27/1998 in nasolabial and perioral areas. Pt revised 05/27/1998 and 06/19/1998. Cephalexin prescribed 06/19/1998. Implant explanted 06/24/1998, sites unknown.